Event description:
The service company reported while the unit was in for routine maintenance, they found "that when the pigtail is wiggled / moved while connected to ac power, it causes the vent to turn on and off". This was found during testing; no patient involvement.